Event description:
It has been reported to philips that, system was unable to boot up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the tsms showed initializing connection to host and host pc was defective. The fse replaced the host pc and hard disk. After replacement the system was returned to good working order. The codes were updated based on the investigation outcome. The health impact code was corrected.